Event description:
It was reported, the patient experienced a sudden loss of her scs system stimulation therapy approximately a year ago. The patient stated that shortly after the sudden loss of stimulation, she attempted to recharge her scs ipg and neither her charger or patient programmer would locate the ipg. The patient also stated, she attempted to contact a sjm representative but was unable to get in contact with anyone. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.